Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that while disconnecting the heartstart mrx leads the unit shocked the pt. The impact to is unk.